Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
Per customer event date is unknown, on the 14th july, physician received a letter from our customer quality stating there is a change to manufacturing process to mitigate issue where users experienced difficulty in cutting the hemostatic valve that is attached to the sheath. The issue seems to have resolved in the last couple of months but it happens again recently. The safesheath is not slitting properly. It was reported during implantable pulse generator (ipg) implant when removing the introducer, the physician had difficulty snapping the hemostasis valve. It took extra time for the implanter to remove the introducer. Issue was resolved and procedure was successfully completed; scissors were used to cut the tabs of the hemostatic valve that was still attached before peeling the sheath. There was no medical or surgical intervention. Some of the sheath was returned for analysis. No patient complications have been reported as a result of this event.